Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a percutaneous coronary interventional procedure using a small bore hole. Reportedly, after advancing the knot with the suture trimmer, the suture trimmer got stuck. After several attempts, the suture trimmer came out along with a small amount of the subcutaneous fat tissue and vascular adventitia layers at the tip of the trimmer and tangled with the knot. Manual compression was required. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The difficulty removing the suture trimmer could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported ¿suture trimmer came out along with a small amount of the subcutaneous fat tissue¿ was confirmed based on the photo provided by the account. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose prostyle instructions for use (eifu), as a possible adverse event of use of the device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effect is a possible adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.